Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx bifurcated stent graft, a vela suprarenal stent graft, and two (2) limb stent grafts. Approximately seven (7) years post initial procedure a type 3a endoleak was identified. Re-intervention was completed successfully with the implant of an ovation ix iliac limb. The final patient status was reported as being stable.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 3a endoleak and the additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the type 3a endoleak is user related. The procedure-related harms identified were abnormal blood loss (800 cc requiring transfusion of 5 units of blood) and an intraoperative additional surgical procedure (femoral artery cut down) due to a failure of the non-endologix main body delivery system. It was also noted there was concomitant product use of a non-endologix stent (self-expanding stent) in the right common iliac artery-off label. The final patient status was reported to be discharged home on a postoperative day one, and hospital day three. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply.